Event description:
This machine has been in for investigation three to four times since the manufacturer's scale replacement upgrade. On one of the previous incidents, we thought the replacement bag was the problem. The biomed verified the scale calibrations and found the replacement scale calibration to be out of specification. At zero weight the scale was reading six to ten ml at the 5200ml check it was reading 5900ml. The machine was passing the pt simulation test and using only a one liter bag and not a five liter bag where the calibration was off to a greater extent. The scale was calibrated and verified for accuracy and pt simulation was run with no problems. This machine has been in for investigation three to four times since the manufacturer's scale replacement.